Event description:
It was reported that the patient's right atrial lead exhibited no bi-ventricular pacing post-implant. Lead dislodgement was noted via chest x-ray. The patient was asymptomatic and the lead was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.